Manufacturer narrative:
Technician found the bed in bed shop. No head up function due to faulty head up valve. Replaced head up valve to resolve this issue.

Event description:
Info received that the bed had no head up function. No injury reported.